Event description:
It was reported that the device was to be used during a gastric bypass procedure. It was reported that the reload cartridge had missing staples. The procedure was completed by suturing the anastamosis. There was patient consequence.